Manufacturer narrative:
Two fast-fix 360 curved needle delivery system devices returned. The complaints stated: ¿when the deployment knob was depressed to deploy t2, it was no resistance and failed to implant t2.¿ these two were returned together in one box. One was identified as an ¿extra¿ to receipt c-0234660. There were stickers indicating two lot numbers applied to a bag which both devices shared. Devices were not identified with individual complaint numbers. They will be evaluated together. The results will be shared. Neither device had t1, t2 or suture returned. Both devices have the same symptoms. Both delivery needles are bent downward and toward the right. Both delivery curves have been flattened to a degree. Both devices cycled and actuated despite damages. The condition of the devices indicate incompatible force was used. Per instruction for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during meniscus repair procedure, after t1 successfully deployed, when the deployment knob was depressed to deploy t2, it was no resistance and failed to implant t2. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.